Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm; (B)(6), 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; (B)(6), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t; (B)(6), 02-029-99-1001 - fluted headless pin 3.0" square head, pk2; (B)(6), 02-029-99-1002 - threaded head pin 2.3" square head, pk2; (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant; (B)(6), 204-70-00 - tibial stem ext. Screw. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 2 years post initial operation. The patient had a poly exchange due to instability. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. H6: corrected medical device and investigation clinical codes.